Event description:
New information received indicated the device was explanted and the right ventricular lead was capped and both replaced on (B)(6) 2021. No reported patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-21229. It was reported the patient presented remotely. Upon review of the transmission, it was observed the right ventricular lead had low defibrillation impedance. The system was tested in clinic to see normal values, but programming changes were completed to address the impedance value. A year later, the patient presented in clinic having received shock therapy that failed to treat the arrhythmia. The arrhythmia self terminated moments later. An alert was observed for possible lead damage. No further intervention had been completed. The patient was stable.